Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger antenna does not recognize the ins. The programmer can connect with the ins. Additional information was received from a manufacturing representative. It was reported that the physician found the ins was flipped in the pocket. A revision was performed on (B)(6) 2018. The device position was changed to a depth of 1 cm. The recharger connection is okay and the patient can charge the ins efficiently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.